Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was receive from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s implant battery ¿has gone dead twice¿ on (B)(6) 2017 and they couldn¿t get it charged past 75 percent on (B)(6) 2017. The patient stated that the implant died once last night and once this morning. The patient stated that they had charged for 2.5 hours last night and maintained six to eight coupling boxes, but it did not advance tothe charge complete screen. Patient stated that they though the implant had died twice due to them not charging it. It was confirmed that the patient was able to still charge their implant since the implant battery had died twice. It was reviewed that the last quartile of the charge session would take the longest and it was recommended to continue to charge the implant and monitor the coupling boxes. It was recommended not allowing the implant battery to fully deplete in between charge sessions. It was recommended that the patient follow-up with their healthcare provider (hcp) to have their device checked if they felt like there was an issue. There were no symptoms reported. No further complications were reported/anticipated.